Event description:
Per provider sieve bed saturated irc5po2v concentrator per independent repair center statement, the sieve bed saturated. The key failure was sieve beds saturated. Additional malfunctions, unit has low o2 or yellow light; sieve beds stripped.